Event description:
The customer contacted physio-control to report that their device would no longer power on when the on/off button was pressed. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. After a thorough device evaluation, the cause of the reported failure could not be determined. The customer received a replacement device.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.